Event description:
Customer initially called to report that the screen was very difficult to read. Customer then stated that he was hospitalized for high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken case underneath overlay and debris on lcd glass. Pump also had missing segments due to corroded lcd board. Unable to perform 7.2 unit bolus and occlusion tests due to display anomaly.